Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bd cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).